Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had an unexpected infusion set leak. Blood glucose value was 450 mg/dl at the time of the incident and treated with the insulin pump. No troubleshooting for the high blood glucose reading. Troubleshooting for the infusion set was performed and the device will be replaced and returned. The device will be replaced and returned.